Event description:
Facility reported that shortly after a medication nurse had given the resident medications in the early morning, a cna passed by the room and observed the resident down on the floor, and reported no tabs alarm was sounding. Resident suffered a subdural hematoma and was taken to the hospital. Facility confirmed that the tabs monitor was working the night before the incident, and was also found to operate properly upon testing conducted after the incident. Facility reported that the resident expired on or about (B)(6) 2013 as a result of the subdural hematoma.

Manufacturer narrative:
Serial #: (B)(4). No items of visual damage noted. Bed pad returned did not show signs of creasing or improper use, but the cord and cord plug showed some evidence of being pulled consistent with use. Monitor and pad were fully functionally tested, with no failures or non-conformities noted. A separate battery was returned, which was described by the facility as the battery that had been in the monitor at the time of the incident, this battery's voltage tested at 7.88 v, above the low battery threshold for three monitors. System functioned normally, no failures could be reproduced. No non-conformities noted.